Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that the dialyzer¿s fibers ruptured two minutes into the patient¿s treatment. The patient experienced approximately 50ml of blood loss. The sample is not available for evaluation. Upon follow up, it was confirmed that a grade three alarm with a message of a massive blood leak occurred during treatment. The treatment was suspended after the alarm. The nurse confirmed the alarm by placing a white material in the back of the dialyzer to confirm the blood leak. The dialyzer was replaced and the treatment was completed without further issue. Blood test strips were not used. The patient did not present any symptom related to the reported event despite not being possible to measure the dialysis efficiency (kt/v) of this treatment. No further event details were provided.